Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the buttons were unresponsive. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that she treated her high blood glucose by giving bolus. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump had unresponsive buttons due to an unlocked lcd keypad connector. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the unresponsive buttons. The pump had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.